Event description:
It has been reported to philips that system couldn't power up. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the mpdu . The fse replaced the fuse and returned the system to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn¿t power up. Fse confirmed the mpdu fuse was broken. Fse replaced the mpdu fuse. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome.